Event description:
Medtronic received information that a ped2 pipeline twisted during deployment. A twisting phenomenon occurred in the central part of the stent. Deployment was attempted up to the proximal part of the stent, but the twist location remained unchanged. Next, an attempt was made to adjust the deployment position by recapturing with phenom27, but this didnot alter the twist. Even deployment with centering using wire pull did not resolve the issue. Guiding the sofia catheter to a point distal to the twisted section and attempting deployment within the distal access catheter did not eliminate the twist. Consequently, the stent was retrieved, and a smooth deployment was achieved with a replacement of the same size pipeline. The patient's condition remained unchanged and without issues post-procedure. The deployment failure was in the shaft center. The center of the pipeline was positioned in a bend. More than 50% was deployed when it failed to open. The pipeline was resheathed 3 or more times. The pipeline was resheathed and removed from the patient with the microcatheter.the deivces were prepared according to the isntructions for use (IFU). The patient was being treated for an unruptured, amorphous aneurysm in the left internal carotid artery (ica), a3. The max diameter was 10mm and the neck diameter was 5mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.26mm. Vesseltortuosity was strong. No patient symptosm or complications were reported. Ancillary devices: 8f road master guide catheter, phenom27 microcatheter, chikai14 guidewire, 5f sofia select distal access catheter additional information received reported the position of the aneurys was c3 fisher classification. C5 bouthillier classification. There was no push-wire deformation, no deformation, etc. When the stent was fully deployed outside the body after collection. No resistance was encountered. There was no issue with the phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the twisting was determined that in particular, since there is no excessive push and pull of the wire, it is said that it is a bend of the blood vessels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.